Event description:
The orthosorb tapered pin came apart from the k-wire. The surgeon thinks, the crimp might not have been sufficient. He ended up using it, but with a great amount of difficulty, and the surgery was extended by 30 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.